Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. Troubleshooting did not reveal a clinical reason for the occlusions, so a pump replacement was recommended. The customer reverted to a backup insulin pump.